Event description:
It was reported that a bd angiocath IV catheter was poor fit.

Manufacturer narrative:
This is the first complaint for adapter/connector defective/damaged for lot number 8012902, product code (B)(4). DHR review: a review of the device history record was completed for sub-assembly(B)(4), lot 7331985 manufactured from 01-dec-17 to 29-dec-17 in acam #1 machine used in claimed lot 8012902. This lot has been revised with "damaged component" and were not evidenced records that could lead to claimed defect. Qn/ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component" or anything that could lead to this complaint. Unplanned maintenance: without the presence of samples it is not possible to evaluate if any corrective maintenance is in fact related to this complaint. Not confirmed: bd was unable to confirm the complaint for the defect claimed. Based on the investigation results to date the root cause was not determinate for the defect described in this complaint. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter was poor fit.